Event description:
Additional information was received stating that the patients deep brain stimulation (dbs) therapy was left off in order to wait and see if the implantable neurostimulator (ins) battery came back to a steady state condition. The battery issues persisted over the course of the 7 days of recharging and discharging. The battery became more consistent over the few days but the physician has decided to instead replace the rc ipg with a percept pc on wednesday the (B)(6) 2024. This was done due to the patient having trouble with the recharging burden. The battery will be discarded by the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in 2022 the patient stopped dbs therapy due to some side-effects and other health issues in 2022. The ipg was left discharged for atleast 2 years. It was attempted to re-activate the ipg from an overdischarge state on the 22nd of july. The ipg could not get restarted with the wireless recharger physician guidance IFU. It was possible with the old legacy recharger overdischarge instructions. Following the 60 minute timer the ipg showed a por message and then them recharge it. Once it got passed the first 25% level it was interrogated. The device was able to be interrogated as per normal but the battery level showed 0%. They charged it some more and then the patient went home to continue charging. The ipg showed a 100% according to the patient programmer after several hours of charging at 8pm. After waking the following morning the ipg showed 0% on the patient programmer again. The patient is again now charging however it appears to be inconsistent with normal behavior. The patients therapy is currently off until this is resolved. The patient recharger app also showed the ipg charging inconsistently from normal behavior. It showed 25% and then go to 50% and then 75% within a few minutes but then the clinician programmer would show 0% despite this. They were advised not to use that and to use the programmer app for the correct ipg battery level. It was reviewed that when a battery becomes over discharged that can affect the capacity of the battery and how the battery holds a charge. The description of the battery rapidly depleting is typical following an overdischarge event. This rapid depletion rate will improve as the battery goes through recharge and discharge cycles. However, the longer that a battery remains in overdischarge the more significant the effect on the battery capacity. With the ins remaining over discharged for two years, the ins will not likely return to the battery capacity that patient experienced prior to the overdischarge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient¿s ipg was able to be restarted however it did not recover back to normal recharge/discharge state. Again, it was decided by the physician to replace the ipg with a pc device as the patient was not coping with the recharging. The patient¿s therapy is now activated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.